Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had been exhibiting long charge times since 2000. At this follow-up, the patient presented with bouts of snycope.